Manufacturer narrative:
The associated complaint devices were not returned. Without the actual products involved, product evaluation could not be performed and our investigation cannot proceed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the instrument was found to be broken during surgery. No delay reported. No patient injuries reported. An s&n backup was available.